Manufacturer narrative:
The black circle or alarm icon functioned properly during testing. There was no button error alarm or unexpected beeping anomaly noted. All buttons function properly. However unit had corroded keypad traces. The unit had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 120 mg/dl. The product was returned. Nothing further to report.